Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that a fluid leak had occurred. The nurse stated that when the patient removed the cassette in step 9 of the treatment end screens there was fluid leaking inside the cassette area. The nurse confirmed that there was fluid inside the pump module. It was confirmed that the patient was not able to complete treatment on friday and patient has been doing manuals since. Upon follow up with the patient's nurse, it was confirmed that the patient experienced no adverse event and no medical intervention was administered. The patient has received the new cycler and is completing treatments. The disposable product has been discarded by the patient.

Event description:
A peritoneal dialysis nurse reported that a fluid leak had occurred. The nurse stated that when the patient removed the cassette in step 9 of the treatment end screens there was fluid leaking inside the cassette area. The nurse confirmed that there was fluid inside the pump module. It was confirmed that the patient was not able to complete treatment on friday and patient has been doing manuals since. Upon follow up with the patient's nurse, it was confirmed that the patient experienced no adverse event and no medical intervention was administered. The patient has received the new cycler and is completing treatments. The disposable product has been discarded by the patient.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.